Manufacturer narrative:
A function check of the returned items cannot be performed because the devices are too damaged to engage a plug. One torque handle associated with this complaint was tested (item # (B)(4)). The handle tested between 185.1 and 188.7 in-lb. Specification for the handle is 115 ± 5 in-lbs. Though not confirmed, it is likely this handle was used in surgery and exerted excessive torque on the drivers. The manufacturing records were reviewed and the hardness measured at the inspection was within the specification for the device. A visual examination of the tips of the three drivers confirmed the report that the tips of the drivers had sheared off. The probable underlying root cause of the tips of the plug drivers shearing off is due to the out of spec torque wrench associated with this complaint that was likely used in conjunction with the plug drivers. The torque wrench associated with this complaint was found to be above the specified torque limits which likely led to excessive torque being applied to the tips during use and the failure of the plug drivers. Fields were updated based on the completion of the device evaluation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted upon completion of the device evaluation.

Event description:
It is reported three plug drivers were broken while trying to install the caps into the pedicle screws. No adverse events were reported.